Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection. The system was explanted. The patient was not dependent and was in stable condition post procedure.